Event description:
It was reported that during an unknown veterinary surgery on an unknown date, the sutures are frayed and broken easily. It was not a control release needle. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: please provide lot number. =>unk it was reported that "...the sutures are frayed and broken easily..." Please confirm the number of sutures that are frayed. =5 please confirm the number of sutures that are broken. =5 to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.